Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is: 3007635982 2024 00132. Complaint conclusion: as reported, during the stenting procedure, a .014 4.0x20mm 142cm aviator plus balloon percutaneous transluminal angioplasty (pta) catheter and a 5x15mm palmaz blue stent on an aviator plus 142cm stent delivery system were used. After the aviator balloon was unpacked, there was a significant indentation of the delivery rod. The operator was concerned about the possibility of bending the stent and damaging the vessel after placement. The palmaz blue stent was unpacked and found to be torn at the tip of the balloon. During the product evaluation, the distal tip was found to be frayed/split/torn. Neither product was actually placed in the patient. A new stent and new balloon were unpacked on the spot and the renal artery procedure was successfully completed. There was no reported injury to the patient. This was a renal artery stenting, and the right renal artery was the target. The devices were stored per the instructions for use (IFU). There was no damage noted to the packaging of either device. There was no difficulty while removing the aviator from the packaging. There was no anomaly noted to either device before removing the device from the packaging. There was no difficulty removing the balloon from the hoop, removing the balloon cover, stylet, or any of the sterile packaging components. A non-sterile unit of ¿aviator plus .014 4.0x20 142cm¿ was received for analysis. A needle was also included in the shipment. Per visual analysis, a thorough inspection was performed on the unit, observing that the shaft did not present a kinked condition. However, a damage was observed on the strain relief. The balloon was received not inflated. No other outstanding details were noticed. Per microscopic analysis, the strain relief area was inspected with a vision system, observing tools marks and a puncture condition. The observed puncture on the unit presented evidence of elongations and tool marks, with the path of the damages going in a direction toward the inside of the lumen. The elongations found on the material are commonly associated with damages caused by material tensile overload. Therefore, it is likely that the device was induced to a tensile force that exceeded the material¿s yield strength prior to the rupture. Also, the tool marks near the puncture suggest that the unit was damaged with a sharp object from outside the device toward the inside of the cannula. No other anomalies were observed during the evaluation. Scanning electron microscopy (sem) analysis was not performed because the damages associated with the complaint were visible with the magnification obtained with the vision system. The product history record (phr) review of lot 82280859 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event was confirmed as the device was received in a condition of ¿body/shaft-puncture/cut¿ confirmed. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, handling factors during prep likely contributed to the damages/puncture noted as evidenced by the elongations and the tool marks found during product evaluation. It is likely that the device was induced to a tensile force with an unknown sharp object or tool that exceeded the material¿s yield strength prior to the puncture. According to the IFU, which is not intended as a mitigation, it cautions, ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system.¿ also, the IFU instructs during preparation, ¿remove the inner package from the box. Open the inner package and carefully extract the packaging tube with the balloon catheter and the packaging tray containing flushing needle and compliance chart. Hold the packaging tube/tray in one hand. With the other hand, gently grasp the hub and carefully remove the balloon catheter from the tube. Remove the flushing needle and compliance chart from the tray; discard the tray and packaging tube. Without twisting, slide the forming tube off the balloon.¿ neither the product analysis, nor the phr review suggest that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the stenting procedure, a .014 4.0x20 aviator balloon and a 5x15 palmaz blue stent were used, and after the aviator balloon was unpacked, there was a significant indentation of the delivery rod. The operator was concerned about the possibility of bending the stent and damaging the vessel after placement. The palmaz blue stent was unpacked and found to be torn at the tip of the balloon. During the product evaluation, the distal tip was found to be frayed/split/torn. Neither product was actually placed in the patient. A new stent and new balloon were unpacked on the spot and the renal artery procedure was successfully completed. There was no reported injury to the patient. This was a renal artery stenting. The right renal artery was the target. The devices were stored per the instructions for use (IFU). There was no damage noted to the packaging of either device. There was no difficulty while removing the aviator from the packaging. There was no anomaly noted to either device before removing the device from the packaging. There was no difficulty removing the balloon from the hoop, removing the balloon cover, stylet, or any of the sterile packaging components. The device will be returned for evaluation. Addendum: product evaluation of the aviator plus balloon catheter revealed a puncture on the strain relief of the device.